Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture and balloon separation are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The balloon aortic valvuloplasty (bav) was not returned to edwards lifesciences for evaluation. The whereabouts of the device is unknown at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the exact cause of the balloon rupture and withdrawal difficulty through the sheath cannot be determined. Patient factors (highly calcified homograft) likely contributed to the balloon rupture, in addition, procedural factors (efforts to withdraw the damaged balloon through the sheath) likely contributed to the reported component separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the valve-in-homograft tavr procedure, an edwards balloon aortic valvuloplasty (bav) balloon ruptured during bav. A surgical cutdown was required to remove the balloon material and tip. The procedure was performed under conscious sedation. Percutaneous access was obtained and the esheath was inserted without issue. An edwards 25x4 bav catheter was prepped with nominal volume (26ml) and used twice for balloon sizing. No issues were observed with the first device. A second 25x4 bav catheter was prepared, with 26ml of volume, and used to perform the bav. At near full expansion, the bav balloon ruptured. While attempting to remove the device though the sheath, the balloon "broke" in half. Approximately 80% of the balloon material and tip remained in the iliac artery, still on the guidewire. Following multiple, unsuccessful attempts to remove the balloon material and tip, a surgical cutdown was performed. Upon removal of the balloon, a small amount of intima was observed on the balloon material. No vascular injury was noted. A 26mm sapien 3 valve was then prepared with nominal volume and deployed. Following the removal of the esheath, the iliac artery cutdown and access site were repaired and closed. The procedure was completed without further complications and the patient was transferred in stable condition. At the time of this report, the patient was doing well. The patient's homograft area measured 600mm2 by CT. The homograft was reported to be highly calcified. Moderate-severe annular calcification, moderate-severe leaflet calcification and moderate-severe stj calcification was reported. It was perceived that the highly calcified homograft contributed to the balloon rupture and efforts to withdraw the damaged balloon through the sheath appear to have contributed to the component separation.